Event description:
It was reported that the helix could not be extended at implant attempt. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The helix extended and retracted within product specification. Blood was present in/on the helix mechanism.